Manufacturer narrative:
Product event summary: the full delivery system was returned, analyzed, and the delivery system shaft was mechanically kinked/buckled. The delivery system inner tubing was kinked/buckled. Loose button was observed on the handle of the delivery system. Blood was observed on the sheath. Visual analysis of the delivery system indicated damage during use. The analyst noted the shaft is kink/buckled at 5.5 cm from the distal end of the delivery system. There is blood on the shaft located at the distal end of the stability member. The deflection button is loose. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant attempt of a leadless implantable pulse generator (ipg), inappropriate deflection resulted in an inability of the device to be positioned and deployed. The delivery system and device were removed from the patient, and new system was deployed successfully. No patient complications have been reported as a result of this event.